Event description:
Hospital cardiac cath lab personnel were treating a pt for ventricular tachycardia with synchronized cardioversion. The device was connected to the pt and three countershocks administered. The pt's ECG deteriorated to ventricular fibrillation. According to the reporter, when the device's charge button was pushed for a fourth countershock, the device would not charge. A backup defibrillator/monitor was called for and immediatedly used. The pt was resusciatated.